Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 148 mg/dl. The customer reported the drive support cap is loosed. The customer didn't press the cap while connected. The customer stated that the device was not exposed to high magnetic field. The customer did not received motor position encoder error in alarm history. The customer was able to rewind. The customer was advised to return the pump with battery and zero out basal rates. The customer was advised we are sending replacement.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.